Manufacturer narrative:
The report of the thermogard console (sn (B)(4)) having warming issue was not reproduced during functional testing; however was confirmed on the analysis of the event log. Probable root cause is the fluctuation of the temperature of the patient during the treatment. No device malfunction. Upon visual inspection no physical damage was observed. Functional testing was performed and no issue was observed. The console passed all tests. During analysis of the event log, during rewarming of the patient in controlled rate mode there was a fluctuation in the temperature. However the console was performing within specification during the treatment.

Event description:
The thermogard console (sn (B)(4)) was used for ivtm therapy. The patient completed the cooling phase and maintained target temperature. During rewarming phase, the user observed the console was not warming the patient. Following this, the console was replaced, the patient has reached the target temperature. No known impact or patient consequence was reported.